Event description:
The facility reported a colleague infusion pump with failure code 703. According to the facility, it is unknown when this condition occurred. During review of the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703 was confirmed during product evaluation as failure code 703:00. This condition was caused by faulty pumphead module. This is a baxter-owned device and will not be repaired. Should any additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review indicates that the device has not been previously serviced for the reported condition of failure code 703. (B)(4)